Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The drill part number 01-7144 tw drill 1.1x50mm 7mmstop w/nt vendor lot 186734 was returned for evaluation. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck, therefore the tip of the drill itself was not returned. The cert was reviewed and there were no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint in regards to the drill fracturing for part 01-7144 vendor lot 186734. The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Lot number - based on a review of inventory transactions and the customer's purchase history, there are two possible lots: 144370, 842090. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported that a fractured drill tip was discovered during an oral surgery. It was confirmed by x-ray that no fractured piece of drill remains in the oral cavity. No adverse events have been reported as a result of the malfunction.